Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned approximately nine years due to undetermined high pacing threshold. A new lv was successfully implanted. No additional patient adverse effects were reported.